Event description:
It was reported that the 9600+ system will not fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found a loss of video signal to the workstation. Identified that the lemo connector back shell was partially unscrewed. Repaired lemo connector. The system was tested and found to be working as intended and placed back into service.